Event description:
It was reported that in one operation the staff tried out (4) nl850-1356 in sterile saline prior to use, and none of the devices functioned properly. The facility also tried an old nl850-1412 which also did not function. Three of the nl850-1356 are still stored at the hospital for investigation reasons.

Manufacturer narrative:
As reported, the nl850-1412 was discarded by the user facility, and unavailable for eval. All valves are tested in triplicate by mfg and then by q.a. Prior to being released for sale. A review of our device history records did not reveal any anomalies reported during the mfg operation process. Based on the info received, and lack of product return for investigation, we are unable to confirm the root cause for the reported incident.